Event description:
The scoring element detached from the balloon.

Manufacturer narrative:
The pt info is unk. The hospital declined to provide the pt info. The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal bond peeled and the inner member detached from the distal bond. The detachment occurred distally to the tip seal bond approx 7.5 mm from the neck region to the distal balloon taper. There is evidence that the distal end of the inner member is stretched. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.